Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away due to the event. The cause of the peritonitis was unknown. No further detail was provided regarding treatment or whether the patient was hospitalized for the event. On the first day of the month, in the month prior to the receipt of this report, dianeal therapies were discontinued (no further detail was provided). On an unreported date, the patient passed away. The cause of death was due to the peritonitis. It was not reported if an autopsy was performed. No additional information is available.